Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture endo stitch instrument during a laparoscopic bladder suspension procedure. The needle broke. The surgeon retrieved the broken portion of the needle without incident. The hosp has reported that no pt injury occurred.